Manufacturer narrative:
Follow-up # 1 date of submission 4/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 4/01/2016 with the following findings: the battery cap was not returned with the pump therefore a test cap was used to complete the investigation. The test battery cap was able to fully tighten to the pump and was removed with no defects. During visual inspection of the pump, it was observed that the battery compartment was cracked at the case seal to the left of the bumper and was cracked below the bumper traveling toward the case seal. There were also marks on the pump case at the rim of the battery compartment. The threads of the battery compartment were partially damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 or 3 date of submission 5/13/2016 ¿ correction to h10 additional manufacturer narrative. The threads of battery compartment were not partially damaged; this was included in the investigation in error in the follow-up #1 report.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.